Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 3.5 months post implant of this 31 mm bioprosthetic mitral valve, it was replaced with a 29 mm bioprosthetic mitral valve due to endocarditis. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from this patient's physician that this valve was initially implanted when the patient had an active case of endocarditis; the patient presented three months later with a subsequent case of endocarditis due to methicilin sensitive staph. Aureus (mssa). The physician reported that this endocarditis case was not a valve issue, nor was it related to the implant procedure, it was a pre-existing patient condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.